Manufacturer narrative:
Device codes: 1528 labeled. Internal file number - (B)(4). The UDI is unknown because the part number and lot number were not provided. Correction: device code 2976 removed. The stent remains in the vessel; the delivery system was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that post omnilink elite stent implant, the inside is rough causing the catheters to catch on the stent struts. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.